Manufacturer narrative:
Corrected information: g3: 01/16/2020. H6: clinical code: 4582. Impact code: 2199. Medical device problem code: 1261. Component code: 4756. Type of investigation: 10; 3331. Investigation findings: 321. Investigation conclusion: 22; 23. H10: the engineering evaluation was received on 03/29/2022. Visual inspection confirmed the event the inner shaft was disassembled from the outer shaft. Review of the device history record indicates the device was manufactured in november 2019. There is a rework associated with this product. Qty 13 of this lot were returned to vendor to correct an oversized hexalobe. There were returned to alphatec on 01/16/2020. All quality inspection data suggests that this nonconformance was sufficiently corrected and would not have any influence on the investigation below. The failure mode is a result of long-term field usage, in which both (1) the pedicle screws are overtightened/fastened to the screwdriver and (2) heavy and repeated redirection loads are applied to the pedicle screws, will impart large axial loading forces on the screwdriver wing stop. The repeated loading of this component over many months/years slowly fatigues the laser beam weld until failure occurs. The root cause is likely to originate from one or two probable causes, either a failure in the manufacturing control or in normal wear as a result of proper use of the instrument.

Manufacturer narrative:
The device has not returned. If any additional information is provided, a supplemental report will be submitted.

Event description:
During a l3-s1 revision surgery, the screwdriver broke while the surgeon was trying to implant a new screw. It was reported the revision surgery occurred because of the patient developed proximal junctional kyphosis (pjk) and bone quality. No patient injury was reported.